Event description:
Add'l info received from MFR on 11-25-02: the device in question (microcaps, a1720-01) was not returned to arthrocare corporation. As a result, a physical evaluation of the subject device was not performed. However, an analysis of the manufacturing record for lot no 9131211 was conducted. The analysis of the manufacturing record did not indicate any abnormalities. In addition to reviewing the manufacturing record for the lot in question, an inqiury as to the reported event was made with the involved hospital. It was reported to arthrocare corporation that no complications were recorded during the course of the procedure. Additionally, arthrocare corp reviewed all complaint info associated with the subject lot. No similar incidents involving the subject lot have been reported to arthrocare at this time. However, since the deivce is not available for physical evaluation, arthrocare is unable to conclusively link the cause of the incident to be a user error or a device malfunction. At this time arthrocare is unable to determine the root cause of the alleged adverse event due to receipt of limited info concerning the specifics of the procedure, as well as, the inability to physically evaluate the microcaps arthrowand in question. However, to date, less than one tenth of one percent (0.10 percent) of all microcaps arthrowand have been used in cases where device malfunctions have been reported. In all cases, there were no systematic issues associated with the design of the product or the manufacturing process. As part of co's commitment to improving both product quality services, arthrocare will continue to monitor the performance of the microcaps arthrowand to ensure it consistently provides unparalleled soft tissue management without any significant increase in unanticipated product malfunctions.

Event description:
Left ring extensor tendon injury following use of arthrowand microcaps handpiece for scapholunate ligament thermal shrinkage.